Event description:
Patient presented to the physician with pain due to the ipg moving within the pocket. Physician brought the patient into the operating room, re-sutured the ipg, and closed the incision site.